Manufacturer narrative:
In response to the follow-up questions: the indication for the procedure was for occlusion of thoracic aortic aneurysm. The amplatzer vascular plug was delivered through the arterial approach to the aortic arch. It is unknown whether the patient experienced an embolic or hemorrhagic stroke, as the MRI details were not provided to aga medical. The anticoagulation status at the time of the procedure is also unknown. An autopsy was not performed, and it is unknown if the device was explanted.

Event description:
To summarize this event, a 10mm amplatzer vascular plug was utilized to occlude flow in the patient's left subclavian artery. The procedure was technically successful, however, the patient woke up abruptly and became confused and disoriented. He could move his arms and legs on command. It took about 10 seconds for him to recite his birth date, which was a good sign that he could remember even though he had to think about it. The confusion was the sign of a potential stroke. The patient's blood pressure and heart rate was increasing. His color changes and he got worse, and the staff called a code. There was only speculation that emboli may have caused the stroke symptoms but the MRI later that night was going to confirm it. The arteriogram showed blood going from the right side of the brain to the left which only suggests that there was not enough blood going up the left side of the brain. Additional information received from aga's vascular sales representative on 10 april 2008, indicated that the patient died in 2008. The technologists said, he never awoke after the case. The physician stated, the stroke herniated his brain. No additional information has been received.

Manufacturer narrative:
"The results of this investigation are inconclusive since no additional information was received. The cause of the patient's death remains unknown. Should additional information be received, a supplement report will be filed."

Manufacturer narrative:
The following information was received from the reporter on 21 july and provided to FDA via email on 18 august. This patient has a known thoracic aneurysm requiring repair. To perform the procedure with endovascular approach and avoid thoracotomy, aortic arch debranching was performed with left common carotid endarterectory and bypass to the left subclavian artery. This was to achieve proximal neck for the future endograft. Patient tolerated the procedure well and discharged home. He returned for planned endovascular occlusion of the left subclavian artery. The amplatzer vascular plug was deployed. Initially, the plug was too deep into the aortic arch, so it was retrieved and redeployed. After deployment, the patient became confused and disoriented, but was able to move his arms and legs on command. It was believed the confusion was the sign of a potential stroke. An MRI showed large bilateral cerebellum stroke. The patient expired 2 days after possibly due to edema and brain stem herniating secondary to stroke. An autopsy was not performed.imaging was requested, but not provided.